Event description:
See initial report.

Manufacturer narrative:
Cockpit was reported to be in sw 1.4.1. No specific error code was reported, nor log files were provided despite requests to further investigate. According to the complaints database no further similar issue has been reported for this unit, thus confirming that the issue was an isolated event. Moreover, statistical data analysis, hasn't identified any concerning trend for this specific issue. Review of complaint database revealed few similar cases that were traced back to disconnected hospital gas lines. During pre-bypass mode, when the safety checks are performed, gas blender is automatically switched off by the unit and dashes are therefore displayed. Unit need to be turned on from cockpit during safety checks before starting the procedure. Based on available information no specific root cause has been established, and it cannot be ruled out that during safety checks the cockpit turned the egb off as per design and the device did not respond in a timely manner due to temporary electrical failure such as false contact and therefore communication alarm was displayed. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in tokyo, japan. Through follow-up communication livanova learned that at the time of the outbreak a restart test of the involved unit was conducted by the customer. A livanova field service representative was dispatched to the facility to investigate the device. The cable of the unit was verified to be plugged in correctly into the e/p (electronics and power) pack, with no problems. In addition, the operation of the gas blender was checked and found to be working properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during pre-bypass mode in priming, a communication failure alarm occurred, the electronic gas blender displayed in the cockpit showed "---", and the power to the gas blender unit went off. When the power was turned on, it started up and the surgery was completed without any issue. There was no patient involvement.